Event description:
In 2003, the perfusionist observed clear fluid (amount unknown). They were unable to obtain a good arrest on the heart. They looked at how much k+ delivered and the patient's blood k+ was low. They took out the arrest agent cassette (where the leak was observed) and replaced. The case was continued. Facility looked at the arrest cassette and applied pressure. No leak was observed. They applied additional pressure and noticed a leak around the crimp to tubing area. The sample was saved.